Manufacturer narrative:
The reported event of sensing noise was confirmed, while the reported event of fracture was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. Visual examination found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported noise event was isolated to external abrasion, consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicated that a fracture was also noted on the right ventricular (rv) lead.

Event description:
New information received indicated that the right ventricular (rv) lead was extracted and replaced due to oversensing of noise. There was no injury and the patient was fine post procedure.

Event description:
It was reported that multiple episodes of noise were noted on the right ventricular (rv) lead. The patient presented to the clinic for further assessment, and programming changes were made. The patient was asymptomatic.